Event description:
It was reported that during an attempted implant, the connector pin could not be secured due to set screw issue. The device was not implanted, and a replacement device was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a set screw anomaly was confirmed in the laboratory. The cause of the anomaly was silicone material found inside of the set screw hex cavities. This material prevented full insertion of the torque driver into the hex cavity. It was also noted that the svc set screw was found to be damaged.